Event description:
Home patient (hp) reports clamp on effluent sample port of homechoice set "popped open" during prime of apd treatment. Hp reports clamp was closed at set up, "popped open" and leaked onto carpeting. Hp disconnected treatment at that time and reports no pt injury or medical intervention required as a result of incident.